Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During left carotid angioplasty, after deploying a 5mm spiderfx easily, he loaded the protege rx stent on the spiderfx wire. While pushing the stent, there was a lot of resistance halfway and when the stent came out of the catheter, it was partially deployed. It could not be retrieved back. The whole system was removed surgically and there was a kink and damage to the filter. The stent and filter were removed in pieces. A new protege rx stent and spider fx filter were used to complete the procedure. Please reference MDR 2183870-2010-00005 for the spiderfx used in this procedure.